Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported seeing the "device is not responding' on handset. Troubleshooting included ensuring the communicator was paired with the handset and repositioning the communicator multiple times. It can be noted that the caller was implanted on (B)(6) 2019 and still has bandages/swelling. The patient also said the stimulator is not working and they haven't received therapeutic benefit from device. Caller noted initially feeling stimulation when it was turned on, but they don't feel it now. They were instructed by their healthcare provider (hcp) to call into the manufacturing company to make adjustments if needed. As a result of what was reported, the call center suggested giving the body time to adjust to stimulation and let the swelling go down. Later on that day, the patient called back and was able to connect to the ins while they were on hold. They walked through the tutorial, but was unable to find the device after walking through the tutorial. The call center reviewed to let the wound heal for a few more days before attempting at communicating again. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Update to h6: device code c53269, eval code method 4117, eval code-result 3221, and eval code-conclusion 67 no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter and clarified the "not working" issue was a therapy issue. They also stopped feeling stimulation on the day of implant surgery. The cause of the "device not responding" screen, intermittent communication, and "unable to find device" issues was determined; the batteries were weak in the communicator. The action/intervention taken to resolve the "not working" issue/ stimulation output issue was they "plugged up" the communicator; the issue has since been resolved. They added that the ""device not responding"/communication/"unable to find the device" issue has been resolved. No further patient complications have been reported as a result of this event.